Event description:
The customer alleged an error code that indicated the ventilator became inoperative. Patient involvement is unknown as customer did not respond. The mallinckrodt customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.